Manufacturer narrative:
Reporting address line 1: no. 223 general fu street, mei town, jiande city, zhejiang province. Reporting institution phone: 013516877754. Reporter phone number: 013516877754.

Event description:
The customer reported that the blower temperature is high. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: per authorized service personnel (asp) the issue was discovered during testing. The reported problem was confirmed & during the operation of this equipment. The blower temperature was too high and the equipment cannot work normally. After reconnecting the power cord, the machine is turned on, and the fault remains. The asp replaced the motor controller printed circuit board assembly (mc pcba), central processing unit (cpu) pcba, power supply, and power management (pm)-pcba. After testing, the equipment failure still exists. The asp checked the device and replaced the blower assembly,v60. The unit was inspected and passed all testing and start running normally. Per asp, a review of the diagnostic log found 35v error was logged. The unit was tested and the reported was not duplicated. No part was replaced for the 35v error. The device returned to full functionality. The replaced parts have not been received for internal component analysis at this time. If the parts are received, this complaint will be reopened for component root cause investigation.